Event description:
It was reported that the right ventricular (rv) lead exhibited high and variable impedance. Lead detections were turned off and the patient was admitted and is going to be considered for a lead replacement. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.